Event description:
The customer has reported that the error code l4-034 has populated the screen during the procedure. A recommendation to evaluate the control module for interface issues. No patient consequences have been reported. There have been no interruptions in the breast biopsies.